Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, ubd: 11-nov-2021, UDI#: (B)(4), product type: extension. Product ID: 3389-40, lot#: 0214648473, implanted: (B)(6) 2018, explanted: (B)(6) 2019, ubd: 18-sep-2021, UDI#: (B)(4), product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, ubd: 11-nov-2021, UDI#: (B)(4), product type: extension. Product ID: 3389-40, lot#: 0214648474 implanted: (B)(6) 2018, explanted: (B)(6) 2019, ubd: 18-sep-2021, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a post-operative infection resulting in the removal of their entire system. The patient was currently alive with no injury. No further complications were reported as a result of this event.